Event description:
Boston scientific crm received information from this patient's family member that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had expired. It was reported that prior to the patient's death, the patient had an infection. It was also reported that the physician made some adjustments to the device, however, the patient did not feel any better. The patient's family member believed the patient had another heart attack, but also did not think the device was working appropriately.

Manufacturer narrative:
Attempts to retrieve additional information have been unsuccessful. As of today, the device has not been returned for analysis. It is suspected that the device was buried with the patient. If the device is returned the event will be updated.